Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17653599m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Smartablate pump, model #: unknown, serial #: unknown. Smartablate generator, model #: m-4900-07, serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient, approximately (B)(6), underwent an ablation procedure for idiopathic ventricular tachycardia with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis. While mapping and ablating, a perforation was confirmed via fluoroscopy. Pericardiocentesis yielded 800 ml. Case was successfully completed. Patient was reported to be in stable condition. Patient was transferred to the coronary care unit (ccu) for an overnight stay. Patient required an additional night of hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Medical history includes cardiomyopathy. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to excessive force. No transseptal puncture was performed. There is no sheath information. Generator was set on power control mode at 50 watts with a temperature cut-off at 42 degrees celsius. High temperature error populated and the generator stopped ablation. Power was not titrated during ablation. Overall ablation time at the site of injury was 45 seconds. There is no information regarding last ablation cycle time at the site of injury. Irrigated catheter flow was set at 30 ml/min. Patient did not receive anticoagulant during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a male patient, approximately (B)(6) years of age, underwent an ablation procedure for idiopathic ventricular tachycardia with a navistar rmt thermocool catheter and suffered a cardiac tamponade requiring pericardiocentesis. While mapping and ablating, a perforation was confirmed via fluoroscopy. Pericardiocentesis yielded 800 ml. Case was successfully completed. Patient was reported to be in stable condition. Patient was transferred to the coronary care unit (ccu) for an overnight stay. Patient required an additional night of hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).